Event description:
It was reported in an ufr that the device posted an alarm during use described as "power failure abnormality", shut itself down and did not power up again. The users reportedly connected the patient to another device; the event did not lead to consequences for the patient. It was further stated that the malfunctioned device is back in use after replacement of the internal battery.

Manufacturer narrative:
The ufr was the only information for this case; the hospital did not involve the local dräger s&s organization into any follow-up measures. The contact person named in the ufr could not provide further information. Dräger derives the following: it was reported that the device shut down and could not be restarted ¿ this is an indication that operation was neither possible based on mains supply nor on internal battery. It was not reported that there was a power outage in the hospital, and it was only necessary to replace the battery in follow-up of the event ¿ the power supply module can thus not exhibit a persisting malfunction. Based on these considerations, it is seen likely that the device was put into operation with a completely worn internal battery and that the power supply module shut itself temporarily off due to overheating. This is specified behavior; when the internal device temperature becomes too high, the supervisor function of the sw shuts down the power supply to allow it to cool down. Operation will normally be continued on battery, and the device posts an alarm of type ¿battery does not charge¿ ¿ this was likely the alarm the users have reportedly observed. But with a completely worn internal battery the device cannot be further operated. Based on experience, the overheating can be related to the following: the device has openings in the housing through which it takes in ambient air for cooling, these openings have a filter mat to protect from ingress of dust. The filter has to be checked regularly and replaced, if necessary - a clogging can inhibit the air intake and lead to overheating. Finally, the event was most likely related to lack of preventive maintenance. The internal battery has a recommended replacement interval of two years. The entire device has a manufacturing date of 05/2017; it is not known when the battery was replaced last time if ever. Failure to follow instructions was a contributing factor as well. The IFU emphasizes that the internal battery is an important fail-safe mechanism and shall thus be checked for availability prior to each use cycle.